Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/26/2013 with the following findings: there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter claimed that the patient's blood glucose was elevated in the 500 mg/dl range and questioned if the animas pump is delivering as programmed. At the time of concern, the reporter indicated the patient's blood glucose corrected fairly quickly. The patient did not have any symptoms. No troubleshooting was performed as the reporter did not have the pump with him. This complaint is being reported because the patient allegedly had hyperglycemic blood glucose while managing his/her diabetes with the animas pump.